Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited oversensing on the right ventricular (rv) channel, which was believed to be caused by electromagnetic interference (emi) due to a medical procedure. No pacing inhibition was noted. At this time, this ICD remains in service and there were no adverse patient effects reported.